Event description:
Healthcare professional reported left side rupture, deformed, keyhole sign, folded, and fluid. Healthcare professional additionally reported cyst not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Crease/folding of implant: observed. Cyst(s): unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side "folds" and "heterogeneous fluid around the implant capsule up to 7mm thick" via ultrasound and "intracapsular rupture" via MRI. The event of "cyst" is not device related. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma late: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Crease / folding of implant: not observed. No additional observations. No further actions are required as no manufacturing issues are observed.